Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced loss of consciousness. An ambulance was called by the patient´s wife. When a fingerstick was taken the cgm reading was 70 mg/dl, and the blood glucose reading was 35 mg/dl. The patient was treated with intravenous glucose. No further treatment was reported to be needed and the patient was not brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.